Manufacturer narrative:
Updated: h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported loop breakage/vaporization issue could not be determined, however, the issue was likely due to wear as a result of repetitive use. It was additionally found that the electrode was deformed/bent, likely due to excessive force. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, the IFU states that a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information, device received, and correction to b3. The device was returned and the user¿s complaint was confirmed. A visual inspection of the device observed the cutting loop wire had broken off/split in half. There was an indication of charred marks on the remaining loop wire that was still intact to the device. Additionally, there was evidence of charred marks also noted with both yellow filters from the distal end area. In addition, the outer blue sheath is bent. There were no other damages found with the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The condition of the patient was not impacted by the failure. The procedure was able to be completed with another device of the same model. The information regarding the device that was used to complete the procedure is unknown. The procedure was not prolonged. The patient's anesthesia or sedation was not extended. The procedure did not need to be cancelled or postponed. The procedure did not need to be cancelled or postponed. There was no medical intervention required. It is not available as to whether any other subject devices connected when the failure occurred. The patient demographics are not available.

Manufacturer narrative:
The device is pending return for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using a hf-resection electrode, the loop had vaporized during the therapeutic procedure (cystoscopy with transurethtral resection of bladder tumor). Cautery settings were 180 cut and 55 fulgrate. There was no patient harm associated with the event.